Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/28/2025, the user reported that they dropped the ilet device and the screen cracked, disabling the swipe function. Issue was resolved by sending a replacement pump. Patient's blood glucose was not affected due to this issue. No symptoms, external assistance, or medical intervention occurred.